Event description:
It was reported that both monitors on the 9800 system were black, and the system would not boot up while transferring images to diacom server. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the hard drive and reloaded original cal. And performed alignment verification. The system was found to be working as intended and placed back into service.